Manufacturer narrative:
(B)(4). The device will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported through a medwatch received from the FDA alledging occurances of inaccurate cuts and incorrect placement of implants resulting in patient injuries. No further information is currently available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6 attempts have been made to gather all product identification information, and no further information has been provided. Reported event was unable to be confirmed. Investigation log files were not available. Device history record (DHR) review was unable to be performed as the serial number of the device involved in the event is unknown. A definitive root cause could not be determined with the information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.